Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The lawyer of the patient reported a left hip atriprosthesis (cobalt coated) in 2007 and in the following years pain in the groin. Secondary lymphedema, ovular formation and suspected pseudotumor due to metallosis have been shown. A neo-formation with chronic retroperitoneal abscess in the left iliac fossa also emerged in a patient with hypothyroidism carrying an episode of deep vein thrombosis. Then an intervention on (B)(6) 2016 to drain a corpuscle whitish liquid. Revision of cotile for mobilization sine trauma in 2017. This record is to capture the aspiration on (B)(6) 2016.